Event description:
It was reported that this pacemaker was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.